Event description:
The customer has been having hbgs. It was indicated that the bolus test was performed and no insulin exited. The customer confirmed that the driver arms and reservoir were placed correctly in the pump. It was indicated that the driver block slides freely on the leadscrew when the driver arms are in the locked position. At that time, the customer was advised that the pump will be replaced and to revert to manual injections per md protocol.